Event description:
The patient used the suspect device to check their blood glucose and obtained a reading of 360 mg/dl. Patient dosed 20 units extra insulin. Patient then experienced a hypoglycemic event and called the parmedics. The paramedics treated patient with an IV in each arm. Controls were not used on the system. Their glucose level was not reported prior to the treatment. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.